Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device leaking occurred when a 5 mm camera was inserted into the device. The case was completed with the device. There was no patient consequence. The device was discarded.